Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set cannula was bent and patient had high blood glucose level. The symptoms were observed within 3 hours of insertion, it was inserted in the abdomen. Blood glucose value was obtained from both cgm and bg meter and correction injection via mdi was administered to lower the blood glucose. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.